Event description:
It was reported the customer received a no delivery alarm. The customer also reported there was pixels missing from their lcd screen. The customer stated they were able to read the screen and their insulin pump was functional. Troubleshooting for the no delivery alarm found insulin was able to exit the tubing with a push plunger. It was also found the customer's insulin pump did not alarm no delivery with a manual prime. Customer was advised their insulin pump was working as designed. Customer's last known blood glucose was 126 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.